Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat pseudocyst during a gi (gastrointestinal) procedure performed on an unknown date. During the procedure, the physician reported that the axios stent snapped and broke while attempting to deploy. The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: event date was not provided, however, august 1st, 2024, was selected as estimated date of event based on the bsc aware date. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific could not confirm the reported events of stent failure to deploy and handle break. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the reported events were due to the physician's technique during the procedure or was related to a device malfunction. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause not established.